Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that 212 of the intermittent catheters were shaped different. Customer added that the tips were straight and shaped weird.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "machine error". It is unknown whether the device had met relevant specifications. The product was not used by the patient. It was unknown whether the product had caused the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because a review of the label could not have prevented this issue. The device was not returned.

Event description:
It was reported that 212 of the intermittent catheters were shaped different. Customer added that the tips were straight and shaped weird.